Event description:
.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2010. According to the complainant, they were placing a clip for a post polypectomy. During the procedure, the clip grasped onto tissue however; the clip would not release from the catheter. It was reported that the clip was pulled off the tissue and removed from the patient without any tissue damage. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). An ees r&d associate and an ees marketing associate completed an onsite visit to discuss the account's recent leaking issues. During the visit, future device enhancements were discussed. It should be noted that an investigation has been initiated to determine potential root cause and device enhancements.